Event description:
Cryoablation device was checked out and found to be fully functional before placing the patient under anesthesia for the CT guided procedure. After the patient was anesthetized and intubated, the device was found to be non-functional. The procedure could not be performed and needed to be rescheduled. Manufacturer response for cryoablation device, cryocare (per site reporter): the manufacturer has evaluated the device and found that a printed circuit board had failed. The manufacturer repaired the device and has made it available to be returned to service.